Event description:
A call was received through technical services to discuss a case where a pediatric patient was getting a replacement device; the patient was defibrillated and died. It was reported that the patient's ph level was 7.6. No other information surrounding the event was available. There is no direct allegation that the death was device related.